Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon catheter became stuck, and removal difficulties occurred. The patient had suspected hypertrophic obstructive cardiomyopathy and underwent a chemical ablation of the coronary sinus. A 2.00mm x 12mm emerge balloon catheter became stuck in the lesion during the procedure and removal difficulties were encountered. The device was damaged during the chemical ablation procedure and the procedure was completed with another of the same device. The patient was in stable condition following procedure.

Manufacturer narrative:
Device evaluated by MFR.: fg emerge otw, us 2.00mm x 12mm was returned for analysis. Visual and tactile inspection of the hypotube shaft identified no issues or damages. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear extending from the mid-section to the distal section of the balloon. No issues or damages were identified with the shaft polymer extrusion. No issues were identified with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. No other damage was observed with the device which could have contributed to the balloon tear. E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon catheter became stuck, and removal difficulties occurred. The patient had suspected hypertrophic obstructive cardiomyopathy and underwent a chemical ablation of the coronary sinus. A 2.00mm x 12mm emerge balloon catheter became stuck in the lesion during the procedure and removal difficulties were encountered. The device was damaged during the chemical ablation procedure and the procedure was completed with another of the same device. The patient was in stable condition following procedure.